Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26644. It was reported the patient is experiencing pain at the ipg site when he sits for long periods of time because he has a hip implant in the same hip where his ipg is implanted. In addition, the scs system aggravates his pain rather than relieves the pain. The patient has not used the scs system for an extended period of time. Follow up information identified the patient underwent surgical intervention to remove the scs system on (B)(6) 2014.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.